Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 713455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and iron deficiency anemia since 2014. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and alopecia ("other injury(ies) or complication (s) please describe: other injury(ies) or complication (s) please describe: hair loss"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain / loss specify which one: weight gain"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("irregular menses, hormonal changes describe: irregular menses"). In 2016, the patient experienced uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids found with hysterectomy"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("pain, abdominal ") and hot flush ("hot flashes"). The patient was treated with biotin, vitamins, surgery (hysterectomy (full), bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2014. In 2012, the fatigue had resolved. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, weight increased, uterine leiomyoma, alopecia and abdominal pain had resolved and the menstruation irregular and hot flush had not resolved. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, product indication updated, lot no, concomitant disease, treatment medications, new events device dislocation, menstruation irregular, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhea, fatigue, weight increased, uterine leiomyoma, abdominal pain, hot flush and alopecia added. Outcome for the events device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, pelvic pain, migraine, headache, dysmenorrhea, fatigue, weight increased, uterine leiomyoma, abdominal pain and alopecia added as recovered / resolved and for the events menstruation irregular and hot flush added as not recovered / not resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), iron deficiency anaemia ("iron deficiency anaemia") and uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids found with hysterectomy") in an adult female patient who had essure (batch no. 713455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and thalassaemia alpha. On (B)(6),-2010, the patient had essure inserted. In (B)(6),2010, the patient experienced hirsutism ("facial hair") and night sweats ("night sweats"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("other injury(ies) or complication (s) please describe: other injury(ies) or complication (s) please describe: hair loss"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain / loss specify which one: weight gain"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("irregular menses, hormonal changes describe: irregular menses"). In 2016, the patient experienced uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced iron deficiency anaemia (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain ("pain, abdominal"), hot flush ("hot flashes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia") and tachycardia ("tachycardia"). The patient was treated with biotin, vitamins, surgery (bilateral salpingectomy to remove essure), surgery (hysterectomy (full), bilateral salpingectomy to remove essure), alternative therapy (parenteral iron) and surgery complete hyetsrectomy on (B)(6), 2016. Essure was removed on (B)(6), 2014. In 2012, the fatigue had resolved. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, weight increased, uterine leiomyoma, alopecia and abdominal pain had resolved, the iron deficiency anaemia, hirsutism, night sweats, bladder disorder, urinary tract disorder, dyspareunia and tachycardia outcome was unknown and the menstruation irregular and hot flush had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hirsutism, hot flush, iron deficiency anaemia, menorrhagia, menstruation irregular, migraine, night sweats, pelvic pain, tachycardia, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer stated that on 10-feb-2016 she had a total hysterectomy due to uterine fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on 9-dec-2010: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, genital bleeding, alopecia, abdominal pain, pelvic pain, menorrhagia, vaginal bleeding, uterine leyomioma. Event severe iron deficiency anemia was extracted from medical records (more specific than iron deficiency). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6),-2018: quality-safety evaluation of ptc incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), iron deficiency anaemia ("iron deficiency anaemia") and uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids found with hysterectomy") in an adult female patient who had essure (batch no. 713455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and thalassaemia alpha. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced hirsutism ("facial hair") and night sweats ("night sweats"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia. ("Other injury(ies) or complication (s) please describe: other injury(ies) or complication (s) please describe: hair loss"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain / loss specify which one: weight gain"). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("irregular menses, hormonal changes describe: irregular menses"). In 2016, the patient experienced uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced iron deficiency anaemia (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain ("pain, abdominal"), hot flush ("hot flashes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia") and tachycardia ("tachycardia"). The patient was treated with biotin, vitamins, surgery (bilateral salpingectomy to remove essure), surgery (hysterectomy (full), bilateral salpingectomy to remove essure), alternative therapy (parenteral iron) and surgery (complete hyetsrectomy on (B)(6) 2016). Essure was removed on (B)(6) 2014. In 2012, the fatigue had resolved. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dysmenorrhoea, weight increased, uterine leiomyoma, alopecia and abdominal pain had resolved, the iron deficiency anaemia, hirsutism, night sweats, bladder disorder, urinary tract disorder, dyspareunia and tachycardia outcome was unknown and the menstruation irregular and hot flush had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hirsutism, hot flush, iron deficiency anaemia, menorrhagia, menstruation irregular, migraine, night sweats, pelvic pain, tachycardia, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer stated that on (B)(6) 2016 she had a total hysterectomy due to uterine fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, genital bleeding, alopecia, abdominal pain, pelvic pain, menorrhagia, vaginal bleeding, uterine leyomioma. Event severe iron deficiency anemia was extracted from medical records (more specific than iron deficiency). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. New events added: facial hair, night sweats, bladder or urinary problems, severe iron deficiency, tachycardia and dyspareunia . Event severe iron deficiency anemia was extracted from medical records (more specific than iron deficiency). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.